Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 13, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (evaluation is in progress, but not yet concluded). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, had bubble detector go off stopping bypass run that required manipulations to get air out of circuit. As per user facility, after removal, cardiopulmonary bypass (cpb) was continued for 5 more minutes before another air alarm. Cpb was temporarily terminated again, and air was seen on top of the oxygenator. When perfusionist opened purge line, the air went down instead of up. The patient arterial line was clamped at the field and again air required removal by surgeon at the point of luer-lock on the cannula. After the air was removed cpb was reinstituted without incident for the remainder of the procedure. Delay was 5 minutes during the bypass run in which the patient had no perfusion. No health consequences or impact. Product was not changed out. There was a minimal amount of blood loss while de-airing the arterial line. Procedure completed successfully with 5 minutes delay.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: b1 (added report type). B2 (added outcome attributed to adverse event). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation) . H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 4315). The returned unit was visually inspected and was found to have no anomaly that could lead to air mixing. The unit was then rinsed, and bovine blood was circulated through the unit at a blood flow rate of 0 to 7l/minute. No anomaly such as leakage or mixing was found. The performance of removing bubbles of the returned unit was tested under the following conditions, where 30ml of air was flowed form the blood inlet port side of oxygenator while bovine blood was circulating. No air was flowed out of the oxygenator through the filter. Additionally, an arterial filter was connected to the blood outlet port side, and it was confirmed whether air was flowing into the oxygenator and arterial filter. After intentionally flowing air into the oxygenator from the blood outlet side, the purge line was opened, and the pump was rotated. It was found that the air was removed into the purge line. The evaluation of the actual device was found to have no anomalies that could lead to leakage or air mixing, and no anomalies in the air bubble removal performance test; therefore, a root cause could not be determined. A review of the device history records revealed no manufacturing issues related to the reported event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.